Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 432 mg/dl for twenty- four hours. The customer reported a no delivery alarm and a displayable history crc check failure. The customer did troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump since it was functioning properly. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.